Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. Currently the abdominal aortic aneurysm is 5.5 cm in diameter. Currently the aortic neck has disease progression resulting in aortic neck dilatation. The aortic neck is funnel shape from 29 mm in diameter to 32 mm in diameter. The patient was lost to follow up for seven years and presented a-symptomatic for a follow-up. A recent CT revealed that the stent graft has migrated distally with a type I endoleak present. The physician elected to implant an endurant 32x32x49 aortic cuff. The stent graft migration and type I endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).